Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) the physician was able to screw the lead into the header but had to unscrew it. When he attempted to engage the lead in the setscrew again they could not do it. The device was not used and another device was implanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.